Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they were going to review the patient the week prior, but the patient was too busy to come in and was happy with the device. The rep mentioned that they wouldn't be reviewing them until the end of the year. The cause was not determined as no further investigations had been done, but it was provided that the patient was doing well on the programming. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) the patient was having the implantable neurostimulator (ins) replaced on the day of the report due to eri of the last ins. When trying to insert the lead into the header block of the new ins, the surgeon found that the set screw was in all the way. The lead could not be inserted until the set screw was undone. The set screw was completely undone, so that the lead could be completely inserted into the ins channel with all blue marker bands visible between ins contacts. This was an out-of-box failure. A post-op programming and impedance check were conducted. All electrode combinations except for c & 0 were >4000. No paresthesia was able to be elicited on any other electrode combinations up to 5.0v. The device was programmed c+, 0- at 0.55 v (210 us, 14 hz). The issue was not resolved at the time of the report. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.